Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose levels. The customer stated that he was driving 35 mph over the speed limit when he experienced the hypoglycemia. The customer was on his way to a doctor's appointment, but doesn't remember anything. The customer stated that he also experienced a low blood glucose reading of 26 mg/dl on (B)(6) 2011, and the paramedics were called. Troubleshooting was performed, and the insulin pump passed the displacement and prime tests. Found no delivery alarms in the alarm history. The customer stated that he doesn't normally use the bolus wizard feature. The customer stated that his healthcare professional advised him to lower his basal rate by 20%. Advised the customer on the benefits of the bolus wizard. Nothing further was reported.